Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation: seroma-late, infection (late onset), and capsular contracture, baker grade iii.

Event description:
The capsular contracture is baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma, infection, and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, infection (late onset), and capsular contracture, baker grade unknown.

Event description:
Patient reported left side "concern with the product." Additionally, patient reported "pain", "breast being hot and hard", "fluid in the breast", "infection", "cyst", and capsular contracture, baker grade unknown. Device remains implanted.